Event description:
A customer reported that in an ophthalmic console, the vacuum cutter was not functioning. Although the led indicated that the system was operational, it was not. During fax, the air did not work, and with an ophthalmic accessory, the diathermy remained active for a few seconds after the surgeon released the foot pedal and the patient¿s eye was stabilized. The procedure was then switched to a different console. The procedure details and patient impact have not been provided. Additional information has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6. And h.11. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, all corresponding production release specifications defined in the device master record were met. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.